Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6, h11. Corrected fields - h6 (component code).

Event description:
It was reported by the customer that before use cs300 intra-aortic balloon pump (iabp) alarm failed to automatically inflate during the inspection process. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1, event site full name: (B)(6). Due to character limitation e1 event site full address: (B)(6).

Manufacturer narrative:
Updated fields - b4, g1, h1, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion)h11. It was reported by the customer that before use, the cs300 intra-aortic balloon pump (iabp) alarm failed to automatically inflate during the inspection process. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The detection gas circuit part has a fault, after replacing condensate removal module, safety disk, purge valve assembly and blood detect tubing assembly, detection equipment functions are normal. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. Delivered for clinical use.

Event description:
N/a.